Manufacturer narrative:
Updated: h6 evaluation conclusion codes to manufacturing deficiency. Intellanav mifi open irrigated catheter was evaluated by boston scientific. Media inspection showed two pictures attached in the complaint where it is possible to observe a noise in all the channels of the catheter. Visual inspection did not note any visual defects. Then, a functional test was performed, the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The unit presents a gross leak. The test leakage test failed. Continuity test failed showing that the resistor ID was open intermittent. Analysis of x-ray was performed, and no damages were identified to the device during the test. Finally, a dissection test was performed, and the device was destructively analyzed and it was observed a leak on the duel lumen that could have contributed to the damaged on the pcb component. Laboratory analysis was able to confirm the reported clinical observations.

Event description:
Complaint reportable based on investigation analysis results: it was reported that during a fascicular ventricular tachycardia ablation procedure to treat a narrow complex tachycardia, an intellanav mifi open-irrigated ablation catheter was selected for use. There was noise in the intracardiac electrogram signal when catheter was flexed. The device was replaced, and the procedure was completed successfully without any patient complications. Upon device analysis, a leak was observed on the device lumen.

Manufacturer narrative:
Intellanav mifi open irrigated catheter was evaluated by boston scientific. Media inspection showed two pictures attached in the complaint where it is possible to observe a noise in all the channels of the catheter. Visual inspection did not note any visual defects. Then, a functional test was performed, the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The unit presents a gross leak. The test leakage test failed. Continuity test failed showing that the resistor ID was open intermittent. Analysis of x-ray was performed, and no damages were identified to the device during the test. Finally, a dissection test was performed, and the device was destructively analyzed and it was observed a leak on the duel lumen that could have contributed to the damaged on the pcb component. Laboratory analysis was able to confirm the reported clinical observations.

Event description:
Complaint reportable based on investigation analysis results. It was reported that during a fascicular ventricular tachycardia ablation procedure to treat a narrow complex tachycardia, an intellanav mifi open-irrigated ablation catheter was selected for use. There was noise in the intracardiac electrogram signal when catheter was flexed. The device was replaced, and the procedure was completed successfully without any patient complications. Upon device analysis, a leak was observed on the device lumen.